Event description:
Healthcare professional reported several injections to a pt with an unspecified juvederm voluma in the cheeks and juvederm volift with lidocaine in the lips, bottom half of the nasolabial folds, oral commissures and marionette areas. About 3 months later the pt developed lumps and "soreness to the marionette area and a small lump to left cheek." The symptoms "gradually got worse over a 3 week period." The lumps are not visible but are "very hard." The pt was treated with antibiotics for one month to"rule out biofilm." Symptoms have resolved.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of "soreness and very hard lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.